Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no information provided regarding the customer's exact blood glucose level, and no evidence suggested an adverse impact. Following the incident, the customer was able to resume insulin use, although it remained unclear whether another cartridge was required.